Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the failure of ccd unit or camera cable of the subject device due to applying the unexpected stress by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The ccd of the subject device was tested with the cable assembly owned by olympus (B)(4) and still was not displayed the image. Olympus (B)(4) replaced the ccd unit and the cable assembly for repair. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed but the screen was only black when the subject device was connected during the preparation for the laparoscopic bowel procedure. The intended procedure was completed with the similar device. There was no report of patient injury associated with the event.